Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that all of the settings were hurting the patient. Program 1 it hurt if they up to 1.2, program 2 it hurt when they go up to 1.3, program 3 at 1.9, and program 4 at 2.4v. Patient went to the doctor today and they told them to call medtronic. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt a twitch down in their toe and thought stim was too high and they were unsure how to turn the stimulation down. The patient stated when they had the test done they felt stim in their foot so they thought the stimulation was causing the twitch. The patient was on program 2 at 1.1 and they turned stim down to 1.0. The patient stated they weren't holding the antenna over the implant when they were trying to adjust it earlier. Three days later the patient called back to report they were feeling stimulation pulsating on the left side of their vagina/labia and it was uncomfortable to them. The patient had decreased stimulation but wanted to adjust to a different program. The patient tried program 3 at 1.3 and could feel stim in the rectum and vaginal area again and it was uncomfortable. The patient was redirected to their healthcare provider to discuss reprogramming and how stim was feeling. The patient changed to program 4 at 1.5 and could feel stim in the vaginal area but was not painful. It was noted the patient had a follow up appointment scheduled for (B)(6) 2017. The patient called back the next day to report they had increased stimulation from 1.3 to 1.5 which was uncomfortable in the vagina/labia area. The patient changed back to program 2 and set to 0.9 where they were not feeling stim, but noted that 1.0 was uncomfortable previously. The patient called back two weeks later to report they had no therapeutic benefit since implant, no symptom control, was leaking and having to change pads. The patient had switched to program 2 since it wasn't working and increased the setting however the higher setting led to pain in their left labia and stimulation too strong. The patient decreased the setting so it wasn't hurting anymore. The patient was to track results and adjust accordingly and review the results at their follow up appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that their evaluation device was fabulous for the 5 days they had it but since having the permanent implant, patient had been struggling and not doing very well. Patient clarified that the therapy was not working for their symptoms. They originally tried program 1 and was hurting and leaking at 1.3v. They then tried program 2 and was still hurting and leaking when stimulation was put at 1.3v. They've also tried program 3 at 1.9v and was still wetting and anything past 1.9v hurt. Moreover, when on program 4 they could not turn it up past 2.4v because it also hurt however they thought program 4 worked the best as they were able to have stimulation the highest but if they increased stim it hurt in their vagina area. Patient mentioned that the hurting did resolve when they turned stimulation back down. Patient also reported that when they walked, they were wet and dripping. At night their turned the stimulation down because they did not have the leaking problem when laying in bed and that it was only a problem when standing. Patient also reported that they could feel the hurting and pressure was higher when they laid down. They have checked for urine retention and that wasn't the problem. Three weeks ago, a manufacturer representative reset all the programs and then they tried all the 4 but continued to not experience therapeutic benefit. Patient was advised to follow up with healthcare professional as they had been reset and tried all programs already. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt a twitch down in their toe and thought stim was too high and they were unsure how to turn the stimulation down. The patient stated when they had the test done they felt stim in their foot so they thought the stimulation was causing the twitch. The patient was on program 2 at 1.1 and they turned stim down to 1.0. The patient stated they weren't holding the antenna over the implant when they were trying to adjust it earlier. Three days later the patient called back to report they were feeling stimulation pulsating on the left side of their vagina/labia and it was uncomfortable to them. The patient had decreased stimulation but wanted to adjust to a different program. The patient tried program 3 at 1.3 and could feel stim in the rectum and vaginal area again and it was uncomfortable. The patient was redirected to their healthcare provider to discuss reprogramming and how stim was feeling. The patient changed to program 4 at 1.5 and could feel stim in the vaginal area but was not painful. It was noted the patient had a follow up appointment scheduled for (B)(6) 2017. The patient called back the next day to report they had increased stimulation from 1.3 to 1.5 which was uncomfortable in the vagina/labia area. The patient changed back to program 2 and set to 0.9 where they were not feeling stim, but noted that 1.0 was uncomfortable previously. The patient called back two weeks later to report they had no therapeutic benefit since implant, no symptom control, was leaking and having to change pads. The patient had switched to program 2 since it wasn't working and increased the setting however the higher setting led to pain in their left labia and stimulation too strong. The patient decreased the setting so it wasn't hurting anymore. The patient was to track results and adjust accordingly and review the results at their follow up appointment on (B)(6) 2017.